Manufacturer narrative:
On the labels of the implant was clearly indicated the expiring date (2009/09) an it is up to the surgeon and his staff to verify it before implantation. However, no problem was detected to this implant up to now; the complaint was written just to inform us that a piece was implanted without following the indications of the label. The lot 04-0724 comprises 15 pieces and all the other 14 pieces were implanted; no adverse events were received up to now concerning this lot. The event is due to a user error.

Event description:
One implant of the lot 04-0724 was declared lost in france and, for this reason, it was no more traced into medacta info system that indicates the substitution of the implants before the expiring date. Later, it was found and kept in the physical stock of a hospital without informing medacta (B)(6) and was implanted on the (B)(6) 2010, after the expiring date that was (B)(6) 2009.